Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead was explanted and replaced due to out of range impedances on electrodes 4-7. The impedances were also checked with a multi-lead trialing cable which confirmed the out of range impedances. The implanted neurostimulation system worked well following the lead replacement, and impedance measurements were within normal limits. The pt was doing well.